Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "getting false downstream occlusion alarms" which were verified through a review of the event history log by the presence of "downstream occlusion" but were not determined if the alarms were true or false. Evaluation was unable to reproduce the reported symptom. No correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found device under infused. The cause was identified to be a failed pressure plate travel which was out of specification. The pressure plate was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarms. There was no patient involvement. No additional information is available.